Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy is due to the clip getting caught on the anterior leaflet. However, a cause for the clip getting caught on the leaflet could not be conclusively determined. The reported tissue injury is a cascading event of the clip caught on the leaflet. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and advanced into the mitral valve. While advancing, it was observed that the clip was caught on the anterior leaflet. Troubleshooting was performed and the clip was successfully removed from the leaflet. However, it was observed that tissue damage occurred. The physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the the procedure.